Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received blank display and replace battery alert. The customer¿s blood glucose level was unknown. The customer reported that the display was flashing white. Customer stated that they had received a low battery alert prior to the replace battery alert. Customer stated that they had receive a low battery alert prior to the replace battery alert. The troubleshooting and was advised to insert new (B)(4) battery and display returned after pump restart. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.